Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan that was over 300 mg/dl and as a result, the customer experienced a symptom of dizziness. A capillary result of 33 mg/dl was obtained on an unspecified meter and the customer¿s wife contacted the emergency doctor via phone and the customer was provided sweet drinks as treatment per the doctor¿s advised. The doctor also advised that the customer replace the sensor with a new one and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan that was over 300 mg/dl and as a result, the customer experienced a symptom of dizziness. A capillary result of 33 mg/dl was obtained on an unspecified meter and the customer¿s wife contacted the emergency doctor via phone and the customer was provided sweet drinks as treatment per the doctor¿s advised. The doctor also advised that the customer replace the sensor with a new one and no further information was provided. There was no report of death or permanent injury associated with this event.